Manufacturer narrative:
As reported, it is alleged that the patient developed fistula, hernia, unspecified infection, and surgical/medical intervention post implant of ventrio st mesh. The information provided is limited and contact information is unavailable, therefore, we are unable to request additional information. Based on the information provided, no conclusion can be made as to the degree to which the ventrio st mesh, may have caused or contributed to the patient¿s reported postoperative course. The adverse reaction section of the instructions-for-use, supplied with the device, identifies recurrence, fistula and infection as possible complications. In regards to infection, the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." No lot number has been provided; therefore, a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
It was reported that following implant of a ventrio st, the patient developed fistula, hernia, and unspecified infection. It was further reported that the device was explanted, and patient underwent unexpected medical intervention and additional surgery.